Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was attempted to be inflated; however, the balloon popped when requested to be inflated to 20mm. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device revealed the balloon was torn longitudinally. The catheter of the device was noted to be kinked. A microscopic examination found that the balloon was torn longitudinally. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. This failure is likely due to factors encountered during the procedure and/or the interaction with scope and other sharp devices during procedure could create friction on the balloon, causing it to burst and generating the reported issue of torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was attempted to be inflated, however, the balloon popped when requested to be inflated to 20mm. The procedure was completed with a different device. There were no patient complications as a result of this event.